Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the front cutter broke off during the cutting of a 1.25mm cerclage wire. This report is 1 of 1 for complaint (B)(4).